Event description:
During pallidotomy procedure rf energy was transformed from radionics generator through an uninsulated cannula that resulted in unintended injury to brain tissue, resulting in impairment to pt's vision.